Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-4 to treat lumbar spinal canal stenosis. It was reported that the set screw could not be broken off in the bone screw after being cross threaded. The set screw and the bone screw were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. The above observations are consistent with misalignment of the connector and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8281246, 510k # k011029 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.